Event description:
It was reported that the patient experienced two separate incidents of what appeared to be overdose symptoms, including respiratory depression and a coma. The first event occurred on the prior wednesday and the second occurring on the following friday evening. Each time, the patient would become comatose for about four hours before recovering. It was noted that the patient is typically hypotonic due to the intrathecal baclofen. Additionally, it was stated that a "little kink" had been previously detected in the catheter. No alarms had been heard and the reporter stated that the patient would continue to be evaluated to try to determine the cause of the medical issues. It was noted that they were not certain that there was a direct correlation to the pump. The drug used in this system was baclofen.

Event description:
Additional information was received. It was reported that the patient¿s symptoms had nothing to do with the device and there had been no overdose. The reporter had no further information and did not state the cause of the symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8578 lot# n143154, implanted: 2009 (B)(6), product type accessory product ID, 8709 serial# (B)(4), implanted: 2003 (B)(6), product type catheter. (B)(4).